Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that, the fenestrated bipolar forceps was broken. There was no report on injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.